Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event. However, the device was received with a broken cable clip and worn wave washers, which were replaced. The device was tested, passing all manufacturer specifications. This device is used for therapeutic purposes.

Manufacturer narrative:
The following information was received on january 5, 2015¿ ¿ the user of the device was alerted to the issue when ¿it was not making any noise/beep when touching nerves, the ¿feedback tones appeared to be absent¿ and ¿the baseline was not present at all times¿it would be established and then loose contact.¿ ¿ the procedure was completed successfully. The following additional information was received on january 15, 2015¿ ¿ physician: dr. (B)(6).

Event description:
It was reported that a nim response patient interface was not picking up any emg responses when stimulating the nerve of a (B)(6) year old female patient undergoing a thyroidectomy. There was no patient impact or injury reported as a result of this event.